Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient also underwent urethrolysis & cystoscopy on (B)(6) 2006. It was reported that the patient experienced recurrent hematuria & underwent cystoscopy which showed one suture with a stone at the bladder neck & a 2nd in the posterior/left lateral bladder wall. It was reported that the patient underwent foreign body removal on (B)(6) 2007 along with bladder resection, cystoscopy & cystogram. It was reported that the patient underwent perigee (cystocele) repair and lateral vaginal prolapse repair, cystoscopy and partial removal of sling on (B)(6) 2008. It was reported that the patient underwent removal of bladder stone & cystoscopy on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat uterine prolapse and mesh was implanted. It was also reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced difficulty urinating, dyspareunia, some discomfort when the bladder is empty and fragmentation of mesh in the bladder. Then in (B)(6) 2006, the patient experienced bleeding due to breakdown of the sling as it was puncturing the patient¿s bladder causing pain and bleeding. Also, stones had formed on pieces of the broken sling. It was reported that the patient underwent mesh revisions on (B)(6) 2006 due to urethral obstruction, (B)(6) 2007, (B)(6) 2008 and (B)(6) 2013 no additional information was provided. (B)(4).